Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during the initial drain could not be confirmed due to lack of sample. However, based on investigation information, the cause was determined to be use error- the extension line was connected after prime was complete. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in the set), during the initial drain. The technical services representative (tsr) explained that the extension line needed to be added prior to priming. The home patient (hp) added two extension lines after the prime to the patient line. The tsr instructed the hp to cycle the power twice to the display press go to start prompt. The hp would start with new supplies. Baxter (B)(4) contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011. The pd rn stated she was aware of the alarm. Ps asked the pd rn if the hp is aware of the proper set up procedures. The pd rn stated she would address that with the hp. The pd rn stated the hp was currently using the cycler without any problems. Ps contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg stated the hp discarded the supplies. The cg stated the hp started over with new supplies and resumed therapy without any problems. There was patient involvement. No patient injury or medical intervention was reported.